Event description:
The patient was implanted with a left ventricular assist device. The hospital indicated that the patient expired due to a cva. The pump was not explanted.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in nursing home care and the events leading up to the cva events were unknown. It was reported that the event was not believed to be device or therapy related. It was also previously unreported that the patient had a previous stroke that he was unable to recover from. The previous stroke was believed to have been due to patient's non-compliance with anticoagulation.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.